Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
(B)(4).

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. A tacticath quartz ablation catheter was used to perform ablation and after approximately two hours the patient became hypotensive. An echocardiogram revealed a pericardial effusion, for which an unsuccessful attempt was made to insert a pericardial drain. The pericardium was fibrous due to previous procedures; therefore a needle aspiration was performed to stabilize the patient. There were no performance issues with any sjm device. It is suspected there was not an actual perforation and the fluid accumulated in the pericardium due to oozing from ablation.